Event description:
Additional information was received that the patient's generator migration into her breast tissue has caused substantial scarring. The generator is at end of service and patient wants to have it removed. The neurosurgeon had referred her to consult with a plastic surgeon as the patient will need breast reconstructive surgery to repair the scarring damage.

Event description:
Additional information was received that the patient might undergo generator replacement surgery. X-ray examination of patient's chest and neck demonstrated significant quantities of old lead wire in patient's neck. The surgeon was unable to stimulate patient's vocal cord with magnet stimulation of the generator. Per the physician, this either indicates that the generator battery is so low that this is not possible or that the lead wire is not currently attached to the vagus nerve. Considering the number of revision surgeries and complications that patient have had in the neck, the surgeon's inclination was to perform a generator replacement. The surgeon was uncertain whether or not this generator replacement could be placed in a more typical location. The surgeon would also attempt to remove scar tissue on the chest wall but indicated that this could certainly recur. The neurologist categorized patient's seizure disorder as pseudo seizures. Based on patient's diagnosis, the surgeon is not sure that vns therapy is indicated or that patient will receive significant benefit from vns therapy. Additional information was received from patient that the vns is not working (due to eos) and that the patient needs to have it replaced as soon as possible. However, no known surgical interventions have occurred to date.

Event description:
Patient underwent generator replacement on (B)(6) 2016. The impedance after generator replacement was within normal limits and the lead did not need to be replaced. The explant hospital will not return any explants to any one per hospital protocol and the device are discarded.

Event description:
Additional information was received that the implanting surgeon used non-absorbable suture to secure the generator to fascia during implant surgery for this patient on (B)(6) 2009. Patient's neurologist indicated that the device migration was suspected to have occurred after the generator replacement surgery on (B)(6) 2009. No trauma, weight loss or other events were reported to the neurologist which could have contributed to the device migration. The cause of the device migration is unknown per the neurologist. The scarring was believed to be due to the device migrating inferiorly.

Event description:
Additional information was received from patient that the generator had been "going bad," which was clarified to mean that the device was stimulating erratically since (B)(6). The last diagnostics performed on the device was reportedly about three months ago, which indicated the battery was low. Patient again stated that her generator has moved "below the nipple line" and is now in her breast. She expressed dissatisfaction with the appearance of the device as the generator protrudes from her skin because she is thin. Patient also mentioned that she needed a plastic surgeon to perform the generator replacement/ repositioning surgery because of all of the scar tissue.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's physician was unaware of patient's issues and was not able to contribute any information regarding the patient's current problems.

Event description:
It was reported that the patient was scheduled to undergo generator replacement due to the device nearing end of service and because the generator had migrated into the patient's left breast tissue. Further follow-up revealed that device diagnostics were within normal limits indicating that the device was performing as intended. It was reported that since the device is nearing end of service, the patient is to revise the pocket to correct the generator migration when replacing the generator. No known surgical interventions have occurred to date.

Event description:
Additional information was received from the patient that the device is nearing end of life. Patient reported experiencing erratic stimulation, where the device is stimulating for hours together at times and then providing normal stimulation during other times. It was mentioned that the device has migrated below the nipple line in her breast tissue and that she has a lot of scar tissue around where her electrode and generator was placed. Patient requested for contact information for vns providers and was provided as requested. It is unknown if the patient has consulted any physicians regarding her concerns.